Event description:
The company was informed that the pt's performance has decreased and his device has migrated. Programming adjustments were made, however this did not resolve the issue. Revision surgery has been scheduled.